Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced recurring skin overgrowth at the abutment and underwent three (3) revision surgeries (dates not reported) to remove the excess skin. However, the issue could not be resolved. Additional revision surgery is planned; however, this has not occurred as of the date of this report, (B)(6) 2015.